Event description:
Verbatim from paramedic crew incident report: "pt was unconscious and unresponsive and as ... (They) turned on (ECG) monitor/defib nothing came on the screen and the green power button did not turn on. After one of the paramedics replaced the battery with one ... Fully charged... They noticed...the monitor was not working." A second ambulance was called in and assessment/care was completed.